Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred resulting in coronary dissection. The patient underwent a coronary intervention procedure during which a calcified coronary lesion with sharp nodular structure was identified. Pre-dilation was performed using a 1.50 mm x 15 mm maverick 2 balloon catheter. During the third balloon inflation at 12 atmospheres for 30 seconds, the balloon ruptured, resulting in a non-flow-limiting type c coronary artery dissection. The patient experienced chest pain, and immediate pain relief was provided. To manage the dissection and restore coronary blood flow, a new 1.50 mm x 15 mm balloon catheter was introduced and used for further dilation of the lesion. Following this intervention, coronary blood flow was restored, and no additional complications were noted at the time of reporting.